Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was not holding charge and was randomly shutting down. It was also shutting down immediately when unplugged. There was no patient present.

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported the motion batteries and the mobile view station (mvs) uninterruptible power supply (ups) were replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.